Event description:
A peritoneal dialysis (pd) patient¿s contact for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that the patient had the catheter pulled due to an infection. Upon follow up, the pdrn reported the patient presented to the outpatient home dialysis clinic with abdominal pain, cloudy effluent fluid and exit site discharge (purulent drainage). The patient was referred to the emergency room (ER) where a peritoneal effluent fluid culture and cell count were collected. The patient was formally admitted and diagnosed with peritonitis and an exit site infection. The patient¿s pd catheter (not a fresenius product) was surgically removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was placed. The patient was transitioned to hd for renal replacement therapy (rrt) and underwent hd therapy on (B)(6) 2023 and again on (B)(6) 2023 without difficulty. The patient was treated with intravenous (IV) vancomycin and ceftazidime (dose, duration, frequency not provided) to be given during hd therapy. The patient was discharged on (B)(6) 2023 in stable condition and began outpatient hd on (B)(6) 2023. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient is recovering from the serious adverse events and will likely return to pd once the patient¿s abdomen has healed. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of a pd catheter (not a fresenius product) exit site infection and peritonitis (characterized by abdominal pain and cloudy peritoneal effluent), which required hospitalization, antibiotic therapy, pd catheter removal and transition of rrt to hd. The pdrn attributed causality to an unspecified touch contamination event. Additionally, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucous membranes and on the skin of humans. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency, defect or malfunction occurred. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum and/or exit site infections. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that the patient had the catheter pulled due to an infection. Upon follow up, the pdrn reported the patient presented to the outpatient home dialysis clinic with abdominal pain, cloudy effluent fluid and exit site discharge (purulent drainage). The patient was referred to the emergency room (ER) where a peritoneal effluent fluid culture and cell count were collected. The patient was formally admitted and diagnosed with peritonitis and an exit site infection. The patient¿s pd catheter (not a fresenius product) was surgically removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was placed. The patient was transitioned to hd for renal replacement therapy (rrt) and underwent hd therapy on (B)(6) 2023 and again on (B)(6) 2023 without difficulty. The patient was treated with intravenous (IV) vancomycin and ceftazidime (dose, duration, frequency not provided) to be given during hd therapy. The patient was discharged on (B)(6) 2023 in stable condition and began outpatient hd on (B)(6) 2023. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient is recovering from the serious adverse events and will likely return to pd once the patient¿s abdomen has healed. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.